Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole and arrhythmia. It was reported that the right ventricular (rv) lead was positioned and upon further attempts to re-position, the lead exhibited insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.